Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 60 mg/dl at the time of the event. The hyperglycemia was treated with the glucose intake and the customer was hospitalized for 3 days. Troubleshooting was partially performed and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
The thus and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 15-feb-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with alert before low using the glucose sensor simulator with test guardian link and the alert functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and keypad overlay texture damage during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Customer alleged not confirmed for pump wasn't alerting her that she was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.